Manufacturer narrative:
The mayfield modified skull clamp (B)(4) was returned for evaluation. Device history record (DHR): the DHR was reviewed and shows no abnormalities related to the reported failure. Failure analysis: investigation of the unit showed there was lateral movement in the swivel base while in locked condition, and internal wear observed on the index knob and floating ratchet. Repair completed and unit meets manufacturers specifications. Root cause: the unit required replacement of worn components due to routine use and wear. No further investigation is required based on the acceptability of risk and no adverse trends were identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.

Event description:
A facility returned the mayfield modified skull clamp (B)(4) to our service & repair department for servicing/assessment. During evaluation of the device by an integra technician, it was observed that there was lateral movement of the swivel base in locked condition. There was no patient involvement.